Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU, while inserting the guide wire into the patient's femoral vein through the arrow raulerson syringe, the guide wire kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.